Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported there was a pump memory error. The error occurred during an update. When the healthcare provider (hcp) reinterrogated the pump it read ¿infusion mode stopped pump, pump shut off for 11 minutes.¿ the issue was resolved by programming the pump back to original settings, updating, and then reinterrogating to enter new settings including bridge bolus information and then updating again. There was no therapy or medical problem. The drug being delivered via the device system was gablofen. If additional information is received, the event will be updated.